Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose (bg) level near 500 mg/dl and ketones; cause was unknown. Reportedly, the customer gave a correction bolus to address high bg. Customer was treated with intravenous fluids of saline and insulin. The customer was released the next day with the issue resolved and no permanent damage. Recommendation was made to consult with healthcare provider regarding diabetes management.